Event description:
It was reported by the customer that a pyxis medstation es system screen was black and had no power. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer not detected on the communication bus. A field service engineer replaced the drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.